Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient blacked out and was taken to the hospital. Diagnostic and blood test returned within normal limits. The patient reported experiencing dizziness and a severe headache that resolves when stimulation is turned off. Follow up information revealed the physician evaluated the scs system with no anomalies noted. The patient continues to suffer from headaches and episodes of dizziness; however, it was determined the scs system is not indicated as the cause or contributor. The patient continues to work closely with the physician to address his symptoms.